Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that while high voltage therapy was enabled and the device was in a temporary pacing mode, the patient experienced a fast ventricular tachycardia. The device did not deliver any high voltage therapy in response to the arrhythmia. No intervention was performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated external defibrillation was required to address the arrhythmia. The patient was in stable condition.